Event description:
Boston scientific received information that an unspecified lead issue was found on an unidentified product. No direct patient information has been determined at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.